Event description:
The customer reported that the sys intermittently failed to boot to a usable state and exhibited intermittent functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard disk drive was evaluated and replaced. The sys software and calibrations were also reloaded. The sys was tested and found to be working as intended and returned to service.